Event description:
Medtronic received information that during a procedure, this dlp aortic root cannula was damaged. The device was replaced. There was no adverse patient effect reported with this event. Medtronic received additional information that a piece of plastic was stuck in the cannula. A root cannula was placed into the aorta, the customer was trying to screw off the top but the top would not unscrew. The customer used two criles to unscrew the luer lock. Once free, the customer attempted to withdraw the needle from cannula however the needle would not pass through due to a piece of plastic that was stuck in the cannula. The customer removed the cannula from the aorta, sequestered on the sterile field to ensure all pieces were accounted for. Another aortic root cannula was opened in the field and used without any issues. There was no damage to the packaging (outer box, inner packaging or sterile barrier). There were no other devices in the same box/shipping container that were damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.